Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the 52mm reamer damaged /broke during normal use. Additional information was received on (B)(6) 2019: on a post-operative x-ray taken the following day on (B)(6) 2019, it was discovered that a piece from the basket reamer that had broken during the initial surgery was left in the patient. On (B)(6) 2019, the patient underwent additional surgery to removed the piece noticed on the post operative x-ray. The loose piece of the reamer was located at the bottom of the socket and successfully removed. No implants were revised during the (B)(6) 2019 surgery. Kit: sprmkit2, lot: 92.